Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Initially, efforts such as plugging the charging cable into a wall adapter did not resolve the issue, so cts decided to replace the pump. The customer was informed about the pump replacement, and the type of backup therapy to be used was mdi. Cts confirmed the pump's serial number and the customer's shipping address, provided storage mode instructions for transport, and instructed the customer to return the problematic pump to tandem within 10 days using the pre-paid label and return box.